Manufacturer narrative:
D10 concomitant medical product: vlocl0644, vlocl0644 v-loc* 180 3-0 grn 23cm v20 (lot# a4k2015vy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving v-loc* 180 sutures, the needle detached from the suture material. The detachment occurred twice; once as the suture was being placed down a port and again while the surgeon was suturing.

Event description:
It was reported that during a robotic-assisted radical prostatectomy procedure involving v-loc* 180 sutures, the needle detached from the suture material. The detachment occurred twice; once as the suture was being placed down a port in which the needle was outside of the patient and again while the surgeon was suturing. The needle end of the v-loc from the second suture broke off inside the patient. This was retrieved using the robotic grasper arm and then removed from the cavity using a laparoscopic hand held grasper. A new suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.